Event description:
The following was reported: response for the modular rotating hinge post market surveillance survey has the following comment: despite taking a great deal of care to adjust for rotation my patients with gmrs distal femur and mrh proximal tibia still have symptomatic malrotation of the limb on occasion post op.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.